Event description:
The facility risk manager reported that the patient arrested and expired while receiving an infusion of morphine on a syndeo pump. The patient had undergone a hysterectomy, and was awake and alert one hour prior to the event. The morphine order was: concentration of 1mg/1ml, pca dose 1 mg, six minute lockout, basal rate 2mg. Hour and a one hour limit of 12mg. The patient's vital signs at the time the infusion was started included: blood pressure -135/70, pulse - 62, respirations - 21 and pain level of 6. At the time of the event: the blood pressure - 0, pulse- 0, respirations - 0. According to the risk manager, the pump was working properly, and the event was not related to a pump malfunction. It was believed that the patient had a pulmonary embolism. The prescription information was written out by hand at the time of the event, and the pump accidentally went back into service where all information was cleared.

Manufacturer narrative:
An on-site visit has been scheduled for 2007, with the forensic engineer and product analysis lab technician to evaluate the pump. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.